Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of above (500 mg/dl) the customer took a manual injection to stabilize bg level. The customer stated to feel insulin delivery is not being received. Tandem technical support (cts) attempted to perform a system check. However, the customer stated to be at work and unable to continue troubleshooting with cts. Reportedly, the customer had loaded with cold insulin. The customer was educated to load insulin at room temperature.